Manufacturer narrative:
Valve dehiscence from annulus. Additional manufacturer narrative - the reported device was not returned to manufacturer. Without return of the explanted device the reported clinical observation cannot be confirmed. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 3300tfx 25mm bioprosthetic aortic valve, implanted eight (8) months, thirteen (13) days, was explanted due to central and perivalvular regurgitation. The explanted device was replaced with a 2700 23mm. Postoperatively the patient did well and was discharged home on pod 4. There were no reported complications.